Event description:
It was reported by the customer the device has a broken pad connector. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.